Event description:
A malfunction occurred with the pump, prompting the customer to contact support after attempting multiple resets without success. There was no reported impact to the customer¿s blood glucose level. Customer arranged for a replacement pump, planned to use multiple daily injections (mdi) as a backup therapy, and was instructed to return the malfunctioning pump to tandem with a pre-paid label.